Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water tightness was lost due to damage on the channel tube. In addition to the gap between the acoustic lens and the ultrasound probe, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the suction volume did not meet the standard value due to damage on the channel tube; the displayed ultrasound image was defective with missing elements due to the damaged ultrasonic probe; the adhesives around the light guide lens and the bending section cover were worn; and the bending angle in the down direction did not meet the standard value due to wear of the angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the subject device was not returned to the manufacturing factory. Investigation was carried out based on the available information. However, the root cause of the gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a leak during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was a gap between acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.